Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during use. The registered nurse (rn) called to swap out the hc. The technical service representative (tsr) explained the se, asked the rn if the home patient (hp) disconnected anything during her therapy, the rn did not know, this occurred in therapy last night. The rn did not know if there was a se 2367 occurred. The rn said they would reset up for the hp tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated that the catheter leak did not occur on the same day as the system error 2240. The pd rn stated that the patient did start over with new supplies and continued with therapy as normal for that night. The pd rn stated that the alarm did not lead to any medical intervention. The pd rn stated the patient just had ongoing catheter issues. They stated they do not know why the alarm occurred that evening, it may or may not be a supply or machine related. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided.a follow-up MDR will be submitted if additional information is obtained.